Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient needs an MRI of their lumbar and the hcp reports the patient's ins isn't working. In (B)(6) 2017, their device was checked by the hcp and they think the leads might be fractured. The caller also noted that the patient was unable to communicate with the implant since (B)(6) 2017. No patient symptoms and no further complications have been reported as a result of this event.